Event description:
Rep reported that the patient fell on his head and broke the proximal connector of the shunt. Surgeon said he believed the fall caused the proximal shunt connector to break.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was not visible due to the damage done by the fall of the patient. The valve was visually inspected and confirmed that the connector and the valve casing was damaged, causing biological debris to enter into the valve. A review of the history device records confirmed the device conformed to the required specifications prior to distribution.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.